Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 08/26/2019. O2 sensor test failing in extended self testing (est). Found o2 sensor defective. Quote submitted and closed the call as customer approval will be delayed. If the customer contacts phillips for further information or the device is received for investigation, the complaint will be re-opened and investigated. No parts were returned to failure investigation; therefore, the root cause of the reported issue could not be determined. MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer reported low 02 supply in the system. No patient/user harm reported.